Event description:
Per the clinic, device was explanted on (B)(6), 2012, due to atypical measurements of multiple electrodes.reimplantation is planned but had not taken place at the time of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).